Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the bilateral flanks using a cooladvantage coolcurve+ applicator and a cooladvantage coolcore applicator, to the bilateral upper abdomen using a cooladvantage coolcore applicator and to the bilateral lower abdomen using a cooladvantage coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) to the upper/lower abdomen, flanks and back/bra roll in late (B)(6)2018, diagnosed on (B)(6)2018. Tissue described as enlargement of treated areas, where tissue is firmer than the surrounding (untreated) areas.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bilateral flanks using a cooladvantage coolcurve+ applicator and a cooladvantage coolcore applicator, to the bilateral upper abdomen using a cooladvantage coolcore applicator and to the bilateral lower abdomen using a cooladvantage coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) to the upper/lower abdomen, flanks and back/bra roll in late (B)(6) 2018, diagnosed on (B)(6) 2018. Tissue described as enlargement of treated areas, where tissue is firmer than the surrounding (untreated) areas.